Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have had to raise a deviation regarding a hair like particle that was found inside a 1ml syringe, atl qms nc (B)(4) has been raised with requirement for an external investigation. The batch is g136573, lot: 10938429, bd batch: 2210107.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and physical sample was provided to our quality team for investigation. Upon visual inspection, a small hair was observed inside the syringe, verifying the reported incident. A device history review was performed for the reported lot 2210107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained sampled of the reported lot were used for additional evaluation. All product was inspected, no hair or other foreign matter was observed within any of the products. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we cannot identify a direct issue, it was determined this event was due to personnel not following proper gowning procedures. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.